Event description:
After routine cataract surgery and implantation of a crystalens model at-50, the pt developed culture proven fusarium endophthalmitis seen clinically 4 weeks later. Post op day one, the pt had a presumed endophthalmitis - culture negative for bacteria - treated with intra ocular antibiotic injection. Fusarium is the same organism implicated in the renu contact lens solution keratitis epidemic of 2006. While it is uncertain what was the etiology of this reportable rare case of endophthalmitis, it is important to be on the FDA watch list. Vitreous tap and intra ocular antibiotic injection 2008, vitrectomy the following month. Diagnosis or reason for use: surgical aphakia.